Event description:
It was reported that the patient's reservoir had more volume than the expected; the volumes were not provided. The patient had not clinical symptoms. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).